Manufacturer narrative:
Product event summary: analysis found that when the stylus touched the programmer screen, there was no reaction. As a result the stylus assembly was replaced.

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.